Event description:
Coil detached/stretched. This male pt was undergoing stent and coil embolization. The bsc neuroform stent was deployed. During the insertion of the trufill dcs orbit coil (4x7) into the middle cerebral artery aneurysm, the coil got stuck on the neuroform strut, the physician attempted to withdraw the coil from the stent strut, but was unsuccessful and detached. A 2/7 of the coil in the aneurysm and 5/7 was in the v3 echelon 90' microcatheter (mc). He attempted to pullback the detached coil using ev3 goose neck micro snare, but the coil stretched. There was one to one relationship between the coil and mc verified with fluoro prior to repositioning/withdrawal. There was no resistance when the coil was repositioned/withdrawn. The coil was not withdrawn into the mc. Additional intervention was required. The patient's status post procedure as compared to pre-procedure is unknown. There was no resistance when inserting the coil into the mc. The mc was not pre-shaped prior to use. Prior to event, the coil was out of the mc when the mc was being repositioned.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.